Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a 4.0 x 26 resolute integrity stent. The target lesion was in the anterior tibial. The device was removed from packaging per IFU and inspected, with no issues noted. It was reported that the stent dislodged during delivery to/at the lesion. Dislodged stent was removed using a snare. An attempt was then made to use a 4.0 x 18 resolute integrity stent. The device was removed from packaging per IFU and inspected, with no issues noted. It was reported that the balloon would not inflate. No further patient complications were reported.